Event description:
It was reported the patient's atrial and two ventricular pacing leads had high thresholds. All three leads were removed and replaced during the procedure upgrading the patient to a biventricular pacemaker system. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.